Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported for incomplete coaptation. All available information was investigated and the reported slda leading to incomplete coaptation appears to be related to leaflet pathology and therefore attributed to patient morphology/pathology and procedural conditions due to difficulties with imaging. The patient effect of mitral valve injury, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required 2 additional clips for treatment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The leaflets were noted to be thin and frail, with a posterior leaflet prolapse. Imaging was difficult. The first clip was implanted and the mr was reduced to 3. After approximately 5 minutes, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The posterior leaflet was noted to be torn and the mr had returned to 4. Two additional clips were implanted to stabilize the slda clip and reduce the mr. It is the physicians opinion that the leaflet anatomy contributed to the slda. The patient was confirmed to be clinically stable post-procedure. Three clips had been implanted, reducing the mr to 2-3. No additional information was provided.